Manufacturer narrative:
Initial reporter name and address: phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd q-syte luer access split septum broke when unpacked and experienced side leakage. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the day ward reported that q-syte joint breakage was found when the product was unpacked, and side leakage.

Event description:
It was reported by the customer that the bd q-syte luer access split septum broke when unpacked and experienced side leakage the following information was provided by the initial reporter, translated from chinese to english: the head nurse of the day ward reported that q-syte joint breakage was found when the product was unpacked, and side leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes d10: returned to manufacturer on: 26-oct-2022 h6: investigation summary bd received an unsealed q-syte closed luer access device from lot 1293678 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a column tear on the side of the septum. Next, the device was dissected and inspected microscopically. The engineer confirmed that the tear was on the column of the septum. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to determine a definitive root cause for this damage. The manufacturing facility has been notified of this incident and the findings.